Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28, additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. Indications for pump use included non-malignant pain and other chronic/intractable pain. Medical history and concomitant medications were not reported. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient presented to the ER (emergency room) stating they were in pain and didn't think their pump was working. The event logs were checked and no issues were noted in the event logs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid 10.0 mg/ml at 0.801 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was having pain and weakness in the arms and legs. They did a test to make sure the patient didn't have a clot in the neck, and when they were pressing her the pain got worse in her arms and legs. The patient felt the pain pump has not been giving medicine like it should because she is in pain. The pain started in the arms and then got worse going to the legs where she couldn't walk. The patient was having a stress test and wasn't feeling good after the stress test the healthcare professional referred the patient to the emergency room (ER) and told the patient that it was maybe the pump causing the problems. The patient was currently admitted to the ER and they ordered a test/a cat scan to check the carotid artery to make sure the patient was not having a stroke. They have not had results of tests performed yet (they have not ruled out stroke). The symptoms were considered a gradual change. The event date was reported as (B)(6) 2015. The patient was reported to be hospitalized. The patient indicated that a pump-o-gram will be performed; however a nurse could not confirm this. The patient was currently at a facility where there are no healthcare providers who work with pain pumps. The cat scan results, actions, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.